Manufacturer narrative:
Clarification to d6a implant date: partial date provided as 2013. Field was not populated with 1/jan/2013 as it is before the manufacturing date of the device: 23/may/2013. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade unknown via MRI. Device remains implanted.